Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An nc sprinter balloon catheter was intended to be used to treat a lesion in the right coronary artery (rca). There was no damage noted to the device packaging. The device was removed from the packaging per IFU with no issues. The device was inspected with no issues. The device was prepped per IFU with no issues. Resistance was not encountered when advancing the device and excessive force was not used. It is reported that a balloon leak occurred. No patient injury is reported.

Manufacturer narrative:
Additional information: the balloon was being used to post-dilate a deployed stent . Negative prep/purging was performed on the device prior to use. The reported balloon leak occurred when applying negative pressure during inflation. Inflation did not occur. Blood was returned when negative pressure was applied. Evaluation summary: device was returned with kinks present on the distal shaft 12.8cm to 25.3cm proximal to the distal tip. The device returned with no blood visible in the balloon and inflation lumen. The balloon passed negative prep. Upon inflation of the balloon, the device maintained pressure. Upon visual inspection a leak site could not be determined on the balloon. Slight deformation was evident to the distal tip. The mandrel would not load through the inner lumen most likely due to kinks on the catheter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the balloon was being used to post-dilate a deployed stent . Negative prep/purging was performed on the device prior to use. The reported balloon leak occurred when applying negative pressure during inflation. Inflation did not occur. Blood was returned when negative pressure was applied. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.